Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g2, g3, g6, h2, and h10. It is not known how the scope black rubber tip went missing. Information on when exactly it went missing is also not known. It was observed to be missing at the time of preparation for use during inspection. Information on if the device was dropped or came in contact with a hard surface or sharp corner is not available. Nor is there information available if there were any error messages, alarms or alert tones associated with this event.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the distal end cover was found to have a chip. In addition, all the switches are not working. After opening the scope connector, s-cover and grip, fluid invasion was found. After aeration all was fried. Corrosion was found as well. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during preparation for use, the device camera was not working. The distal end black rubber protecting the camera was observed to have a piece missing. There is no patient involvement, and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. Correction to h10 statement ¿after aeration all was fried.¿ this supplemental report is being submitted to provide this information. Corrected h10 statement: after aeration all was dried. The device history record review confirmed that device conformed to specifications at the time of shipping. The subject device has not been repaired in the past year. The root cause of the chip at the distal end cover and rubber insulation cannot be specified. However, it is likely that the distal end of the device received physical stress such as hitting, dropping, contacting with endotherapy accessories. This is believed to be preventable for the following instructions for use (IFU) (operation manual) description: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. User¿s device handling is thought to have deviated from instructions for use (IFU) because the user did not report leakage which was found in the device evaluation. The instructions for use includes the following statements: 1.4 precautions: be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.